Event description:
The customer stated he was hospitalized with diabetic ketoacidosis. The blood glucose reading at the time of the event was 333 mg/dl. Troubleshooting was performed and it was found that the time on the insulin pump was incorrect. It was also found that the customer uses multiple different basal rates throughout the day; therefore, the incorrect time setting on the insulin pump may have caused the hyperglycemia.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.